Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle pulled off the suture. No patient consequences were reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packaging. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and meet the finished goods requirements. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.